Manufacturer narrative:
Product event summary: one controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. There is no evidence provided for lubrication service procedure. As a result, lubrication of the power sources could not be confirmed. Failure analysis revealed that the returned devices passed visual inspection and functional testing. External visual inspection under 10x magnification did not reveal any hairline cracks. Analysis of the log files revealed a premature power switching event due to momentary disconnection involving batteries two of the batteries. Additionally, log files analysis revealed three controller power-ups with their associated motor starts on november 26, 2018 at 20:48:28, 20:49:34 and on november 27, 2018 at 14:36:41. No anomalies were observed during the recorded controller power ups. The controller was without power for 14 seconds, 11 seconds and 10 seconds; respectively. As a result, the reported "power switching and power up" event was confirmed. However, power switching did not lead to the power up events. An internal investigation has been opened to capture events involving the controller losing power and implement corrective actions as required. An internal investigation investigated momentary disconnections. A possible root cause of the loss of power can be attributed to a disconnection of one/both power sources and/or to an intermittent disconnection on one or both power sources. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 (B)(4)/ model #: 1650de / expiration date: 2017-02-28 mfg date: 2016-02-28, (B)(4). Heartware ventricular assist system ¿ controller 2.0 (B)(4)/ model #: 1650de / expiration date: 2017-02-28, mfg date: 2016-02-28 (B)(4). Heartware ventricular assist system ¿ controller 2.0 (B)(4)/ model #: 1650de / expiration date: 2017-02-28, mfg date: 2016-02-28 (B)(4). Heartware ventricular assist system ¿ controller 2.0 (B)(4)/ model #: 1650de / expiration date: 2017-02-28, mfg date: 2016-02-28 (B)(4). Heartware ventricular assist system ¿ controller 2.0 (B)(4)/ model #: 1650de / expiration date: 2017-02-28 mfg date: 2016-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller and five batteries experienced power switching. The events were associated with three controller power-ups and pump starts. It was further reported that lubrication had been performed prior to this. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.